Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. Additional information was requested, including patient x-rays, but were not provided to customer quality. The DHR analysis of the batches indicated shows an initial conformance of these products with regards to their specification. For these batches, there was no deviation or failure investigation report. The investigation can draw no conclusions with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers this investigation closed. Should the product or additional information that changes this conclusion be received, the investigation will be reopened.

Event description:
Reason for revision: patient fell over and fractured their glenoid and subsequently dislocated.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.